Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. There was reportedly moisture behind the display and the up/down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: the pump was returned with moisture observed in the pump. There were lines observed through the display. A leak test revealed that the pump was leaking at the crack at the top right corner between the display lens and pump seal. The pump was opened and moisture was observed throughout the pump casing. All keypad buttons responded to button presses. No physical damage was found on the keypad. The keypad was removed and no contamination or moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.